Event description:
A malfunction alarm was reported, and there was no information about any notable events prior to this malfunction. The impact on the customer's blood glucose level was unknown, as the customer declined to answer whether it exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and contact support if the issue reappears, which the customer acknowledged.